Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
B5.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarms. No reported impact to the customer¿s blood glucose level. Customer reverted to manual insulin therapy.